Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in 82-year-old male patient for mechanical circulatory support. It was reported while on support, the physician wanted to reposition the device. After attempting to reposition the device, the impella was explanted as the optimal position was not achieved. The pump was replaced with impella pump 5.5. There was no patient harm reported.